Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-06051; related manufacturer reference number: 2017865-2021-06053. It was reported that the patient presented to the clinic due to lethargy. Blood cultures showed that patient had an infection. The physician explanted the patient's pacemaker system. The patient was stable throughout.